Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that when the user was loading the set into the infusion pump they experienced a separation at the upper pumping segment joint which resulted in a saline leak. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.